Manufacturer narrative:
Concomitant medical products: d224drg ICD, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the right atrial (ra) lead and implantable cardioverter defibrillator (ICD) due to intermittent p-wave undersensing and v-v regularization during atrial fibrillation (af) with rapid ventricular response. The lead was reprogrammed. The lead and device remain in use. No further patient complications have been reported as a result of this event.